Event description:
Spontaneous call; patient did go to ER on (B)(6) 2020, tried a couple IV invision-plus connectors, lot m01862 and m01900 both leaked. She went to ER thinking something was wrong with central line, they just replaced connector. Rn being assigned to suggest alternative for rymed invision plus connector. Issues resolved. No injury as result. Pharmacy to ship connector based on the recommendation for veletri infusion- which is life sustaining. Connector not available for return, they were discarded. No further information available. Reported to (B)(6) by pt/caregiver.